Event description:
It was reported that during the implant procedure the lead was placed in the lateral vein. However, while the physician was getting ready to slit the cs (coronary sinus) sheath it was noted that the lead had dislodged from its original position. Upon re-positioning the lead, the lead then came completely out of the vein into the cs. The lead was then removed and new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).